Manufacturer narrative:
This report is submitted on september 14, 2021.

Event description:
Per the clinic, the patient experienced pain and was subsequently treated with antibiotics (date and type not reported). Additional information has been requested but has not been made available as of the date of this report.